Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill one. Upon cancelling treatment, fluid leak was noted. Pt had no ill effects. As of this writing, sample has not been returned to the MFR.